Event description:
The customer contacted stryker to report that their device's battery pin was pushed in and not making contact with the battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue, the battery pin was missing. Stryker replaced the missing the battery pin. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's battery pin was pushed in and not making contact with the battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h10 of the initial medwatch report indicates stryker replaced the missing the battery pin. Section h10 of the initial medwatch report should indicate: stryker replaced the rear case and installed new battery pins to resolve the issue.